Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and three shocks as inappropriate therapy for the patients suspected atrial arrhythmia. Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and three shocks as inappropriate therapy for the patients suspected atrial arrhythmia. Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a0712.the device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.